Event description:
It was reported that during an ileocecal resection, an unformed staple was deployed in u-shape at 1st firing on side-to-side anastomosis. The firing force was higher than expected, and there was an unexpected sound was heard when firing. The intestinal tract was cut for 10cm, and re-anastomosis is performed. Another device was used to complete the case. The surgeon commented that the intestinal tract was long, so there is no effect due to the issue. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch #512c99. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with three reloads present. The reloads (b, c & d) were received fully fired and with the swing tab in the locked position. However, reload d was noted to have a gripping surface from the left side damaged and the reload pan was noted as slightly bent. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. When positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. No noise was noted during the functional test. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The condition of reload d is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. Additionally, one photo was provided and it showed a device with three reloads fully fired and one of them appears to have one gripping surface damaged. A manufacturing record evaluation was performed for the finished device batch number 512c99, and no non-conformances related to the reported complaint condition were identified.